Event description:
It was reported that during removal of spring wire guide (swg), it started to unravel. The removal was stopped and then the sheath and swg were removed together with the tip of the broken wire sitting at the end of the sheath. Hosp confirmed entire swg was removed from pt. No pt complications reported.

Event description:
It was reported that during removal of spring wire guide (swg), it started to unravel. The removal was stopped and then the sheath and swg were removed together with the tip of the broken wire sitting at the end of the sheath. Hospital confirmed entire swg was removed from patient. No patient complications reported.